Manufacturer narrative:
Multiple unsuccessful attempts were made to obtain the patient outcome. Involved reciproc r25 8/100 21mm 025 that broke during use is not available and cannot be analyzed by our laboratory. Unused products have been evaluated according to our prescriptions and were found in compliance with specifications (measures, torque test). No link can be established between returned parts and information found during dhrs review (batches #1563160, 1567117). Sampling is representative, we can consider that the vdw batch #287008 is conform. No fault found. Product meets specifications.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported about one reciproc file breakages during use. The event outcome is unknown as of this MDR evaluation.